Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a battery maintenance error on display. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed that the batteries were inserted correctly and not expired. Ran battery calibration and no issue was found. The fse discovered that the unit was docked correctly but not plugged into ac power. It was explained to the customer that the unit needs to be plugged in all the time in order to charge the batteries. The unit was run for a few hours, and no issue was found. Product passed all functional and safety tests per manufacturer specifications. No parts were replaced. The unit was returned to customer for use.